Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer had a blood glucose level of 300 mg/dl. They did a bolus of 3 units and after an hour later, their blood glucose level went up to 442 mg/dl. They also had a high blood glucose level of 445 mg/dl. The customer's current blood glucose level was 369 mg/dl. The customer treated their high blood glucose with manual injections. Troubleshooting was performed. The insulin pump passed the high-pressure test and the self-test. The device will not be returned for analysis.